Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The following information was received from social media abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- abdominal pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('one of the coils was found to be in the uterus muscle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". In (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), impaired work ability ("can¿t work"), migraine ("migraines"), back pain ("chronic back pain"), pain in extremity ("chronic leg pain"), pain ("whole body pain"), alopecia ("severe hair loss"), abdominal distension ("her stomach was still swollen") and adhesion ("adhesion"), was found to have a pregnancy with contraceptive device ("I had my e-baby (B)(6) 2015") and was found to have weight increased ("severe weight gain"). The patient was treated with vitamins [umbrella term] and surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device, abdominal pain, impaired work ability, migraine, back pain, pain in extremity, pain, abdominal distension, adhesion and weight increased outcome was unknown and the alopecia had resolved with sequelae. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, back pain, embedded device, impaired work ability, migraine, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2017: one of the coils was found to be in the uterus muscle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('I had my e-baby (B)(6) 2015) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), impaired work ability ("can¿t work"), migraine ("migraines"), back pain ("chronic back pain"), pain in extremity ("chronic leg pain"), pain ("whole body pain"), alopecia ("severe hair loss"), abdominal distension ("her stomach was still swollen") and adhesion ("adhesion") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, impaired work ability, migraine, back pain, pain in extremity, pain, alopecia, abdominal distension and adhesion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, back pain, impaired work ability, migraine, pain, pain in extremity, pelvic pain and pregnancy with contraceptive device to be related to essure. The following information was received from social media abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿can¿t work¿, ¿migraines¿, ¿chronic back pai¿, ¿chronic leg pain¿, ¿whole body pain¿, ¿severe hair loss¿, ¿I had my e-baby (B)(6) 2015¿, ¿device ineffective¿ were added. Reporter information was added. On 23-mar-2020: social media received events "her stomach was still swollen, adhesion" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('one of the coils was found to be in the uterus muscle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". In (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), impaired work ability ("can¿t work"), migraine ("migraines"), back pain ("chronic back pain"), pain in extremity ("chronic leg pain"), pain ("whole body pain"), alopecia ("severe hair loss"), abdominal distension ("her stomach was still swollen") and adhesion ("adhesion"), was found to have a pregnancy with contraceptive device ("I had my e-baby (B)(6) 2015") and was found to have weight increased ("severe weight gain"). The patient was treated with vitamins [umbrella term] and surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device, abdominal pain, impaired work ability, migraine, back pain, pain in extremity, pain, abdominal distension, adhesion and weight increased outcome was unknown and the alopecia had resolved with sequelae. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, back pain, embedded device, impaired work ability, migraine, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2017: one of the coils was found to be in the uterus muscle. The following information was received from social media abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case received. New reporter added. Lab data added. Device tab updated. Outcome to ¿severe hair loss¿ added. Treatment drug added. New event ¿one of the coils was found to be in the uterus muscle¿ and ¿severe weight gain¿ added. On (B)(6) 2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.